Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, and self-test. Unit failed to pass the sleep current measurement due to high currents. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power loss alarm was found on 02/05/2023 20:20--22:59 found in the history files and traces. Replace battery now was found on 02/05/2023 20:09 in history files. These alarms were expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label. Blank is not confirmed. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer experienced hyperglycemia and blood glucose value was over 400 mg/dl at the time of event. No symptoms related to the event was reported. Customer also reporting insulin pump had a blank display. Troubleshooting was performed, insulin pump system was not used with in 48 hrs of the reported event. Customer stopped using the insulin pump system due to insulin pump blank display and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.